Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken opening striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. White/red particles observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported an "implant complaint". Subsequently, physician reported implant rupture. Company representative later reported "capsule contracture stage 2-3". Device was explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an "implant complaint". Subsequently, physician reported implant rupture. Device remains implanted. This relates to the right side.